Manufacturer narrative:
It was reported by customer that the IV tubing was leaking. No sample was returned by the customer for complaint (B)(4). The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 11532269 lot number 23105138 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information was provided. Material#: 11532269 batch#: (10)23150138 it was reported by customer that we had another incident where IV tubing was leaking. We have removed the tubing and want to send to the manufacturer. Could you please advise on the process. Verbatim: rcc received a complaint via email. Email(s) attached. We had another incident where IV tubing was leaking. We have removed the tubing and want to send to the manufacturer. Could you please advise on the process. We had a defective set (see below). The ref # is (B)(4). The lot # is (10)23150138. Please let us know wat you need from us additional information received any adverse event or serious injury reported to patient or healthcare professional? 2 events of bd lot # (10)23150138 large infusion tubing leaking one patient had a PICC line that clotted off and required removal and subsequent IV placement second patient: the rn noted drops of IV fluid dripping onto the floor. The tubing was immediately changed out. No known harm to the patient was there a delay of, or change in, the course of treatment due to the event? Yes, see above, neonatal PICC become clotted and required removal and subsequent IV placement any sample or photo available for investigation? Yes see attached how was the patient outcome? Are there any clinical signs, health consequences or impact? Patient required a septic workup due to risk of infection how was treatment completed for customer? I¿m not sure what this question is asking patient status? Multiple new peripheral ivs have been required. Family decline new PICC line after the last one required removal any picture of this complaint see attached re: one of the tubing that was leaking 8.please explain elaborate issue? A. Filter was noted to be wet ~0600 after tubing was changed the evening prior (approximately 9 hour prior) 9. Date of event? (B)(6) 2024 and (B)(6) 2024 10.physical available/not available? Yes both tubings are available 12. Customer address? (B)(6).

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim we had another incident where IV tubing was leaking. We have removed the tubing and want to send to the manufacturer. Could you please advise on the process.